Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the stylet was unable to be advanced to the end of the left ventricular (lv) lead for proper contact and fixation with the vessel wall. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned without the guidewire/stylet. A fresh guidewire was able to be passed through the lead without resistance. The helix had no anomalies. If information is provided in the future, a supplemental report will be issued.